Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 1 and 2 on the patient side cart to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the da vinci products involved with this complaint to perform failure analysis. The usm was analyzed and found sensor errors due to pot encoder. The usm 2 was analyzed and found with communication errors. The complaint was confirmed based on field service investigation, which indicates that the device may have contributed to the customer reported issue. As a result of the failure analysis testing, the root cause can be attributed to component failure. These subcomponents were replaced to resolve the issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system was showing repeated recoverable faults 40084/23008. Technical support engineer (tse) review logs and confirmed that the information is correct for arm1. Tse had they perform a hard power cycle, but fault will not clear. Tse was asking if would still use the system with 3 arms and maurico stated that they are having issues with arm2 as well. It is blinking amber. Tse did see arm2 showing error 23008 as well. They stated they will not use the system for the case. They will move forward laparoscopic. The procedure was completing as planned with no reported injury.